Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a power on reset (por) message triggered. The patient wasn't able to use the system for the last month and wasn't able to recharge or use the programmer. The rep interrogated the device with a clinician programmer and a por was initiated for an unknown reason. The rep cleared the por and reinitiated therapy. The rep did some reprogramming and was able to improve the patient's coverage. Impedances were said to be normal. The patient is currently using group: a1 0+ 1+2-3- pw 450 r 70 left occipital pns, a2 8-9+10-11-pw 450 r 70 right occipital pns. The patient has good coverage and was grateful that the therapy was re-initiated. No further complications were reported.